Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 126 mg/dl at the time of the call. The customer stated that they took the batteries out of the insulin pump and reinserted it but the button error would not go away and the screen would not show a charge. The customer stated that they had breakfast and was trying to take a bolus when the button error occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump was received with no button response on the act button due to corroded keypad traces noted. The insulin pump was unable to perform displacement test due to unresponsive keypad. The insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.